Manufacturer narrative:
Updated fields: b5. Correction is being submitted to correct the e1 - title field. E1 - title changed to ni (no information).

Event description:
Update from the customer: the customer was not able to adequately reprocess the device before sending the device to olympus.

Event description:
Additional findings from the olympus service center: connecting tube has dirt deposition on it and the internal forceps channel port has a dent.

Manufacturer narrative:
This supplemental report is being submitted to provide additional findings from the olympus service center team. In addition, the following reportable malfunctions were identified during the device evaluation: connecting tube has dirt deposition on it and the internal forceps channel port has a dent a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofiberscope light guide cover glass had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer was unable to adequately reprocess the device before sending the device to olympus. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.